Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No product was returned for failure investigation. An investigation was performed on similar complaint and the alleged malfunction was not duplicated.

Event description:
Covidien received information stating that due to a ventilator malfunction, the patient was placed on another ventilator. The patient was not harm or injury as a result of the event.